Event description:
Complaint received reporting component (tubing) damage /leakage / backflow issue with use of 42632-05 transpac IV mtg. Kit. The initial information received reports "transducer tubing cracked during use. Blood backed up in line." No adverse patient consequences reported.